Manufacturer narrative:
Follow-up #1: date of submission 06-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 03-apr-2018 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. All of keypad buttons were unresponsive to button presses during testing. The keypad cover was removed and no contamination was found under the button contacts. The pump was opened and the keypad flex was not fully inserted. When the flex connector was reinserted, the pump functioned properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the keypad buttons were under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no serious injury associated with this complaint.